Manufacturer narrative:
The IFU states, "to ensure a strong repair, the prosthesis should be secured with tacks or sutures through the polypropylene mesh structure or full device. Suturing or tacking on edge of mesh alone is not recommended." Additionally, the adverse reaction section lists recurrence as a possible complication of the procedure. The allegation that the patch being slippery contributed to the issue is not at all likely. This would not result in a recurrence as the mesh is secured and fixated in the body at the time of placement. We have not been provided with a lot number for the ventrio st hernia patch, therefore a review of the manufacturing records is not possible. Based on the information provided a definitive root cause for the patient's recurrence cannot be determined. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: it is reported that two weeks post implant of a medium ventrio st hernia patch into a large male patient, he presented with a hernia recurrence. During a revision procedure the recurrence was repaired with a perfix plug and patch and the ventrio st hernia patch was left implanted. As reported during the initial surgery the surgeon had secured the ventrio st hernia patch with 2 sutures. The surgeon considered that the recurrence could be due to the st coating being slippery once hydrated, and caused it to move around inside the patient.